Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that six days following photo refractive keratectomy (prk) treatment, a patient was noted to have corneal haze superior and paracentral in the right eye. The patient reported no problems. The patients topical steroid dosage was increased. Follow-up with the optometrist indicated the patient was last seen one week following the date of event and the haze was still present and her uncorrected visual acuity was 20/20. The patient was to begin tapering her topical steroid drops.